Manufacturer narrative:
Evaluation: the cannula and universal seal from the event were returned to applied medical for evaluation. The customer experience report states no injury was sustained by the patient as a result of the event, however medical or surgical intervention was required which prolonged the surgery as a result. Investigation summary: the cannula and seal were returned to applied medical for evaluation. An investigation by a team of engineers headed by a vp of product development, revealed: pieces broken from the distal end of the cannula. The nature of the fractures suggests brittleness. Heavy multiple longitudinal scratches in the cannula lumen. The applied logo on the cannula was absent. Significant tears in the septum seal inside the seal module. The investigating team delivered this analysis: the team was unable to duplicate the damage of the returned cannula on a new cannula of the same design. However, the team was able to replicate the damage of the returned cannula on an identical cannula that was first soaked in cidex. Cidex causes brittleness in molded polycarbonate structures. For that reason, these cannulas are intended for single-use only. The magnitude and quantity of scratches in the cannula lumen suggest heavy and repeated use not typically seen in most single-single use cannulas. The team was able to replicate these scratches by repeated insertions and extractions of the ussc endo gia stapler with the stapler jaws in the "open" position. For that reason, applied's data sheets specifically state that "staplers should be fully closed during passage to avoid potential damage to cannula". The missing applied logo suggests that the cannula was either manufactured prior to june 2006 or that the logo had washed off. Since no lot number was delivered with the damaged part, we were unable to verify manufacturing date. However, in june 2006, applied began printing the logo onto the cannula in an ink that in not resistant to disinfectants. The team was able to replicate the tears in the septum seal by exposing the seal to repeated insertions/extractions of the ussc endo gia stapler with the stapler jaws in the open position. To prevent this type of damage, our data sheets state that "staplers should be fully closed during passage to avoid potential damage to cannula". In the absence of the device's usage history, applied was not able to draw a definitive conclusion relative to the returned trocar. However, the results from our laboratory testing suggests that the device may have been exposed to cidex and also may have been used multiple times. This is counter to the instructions provided with this product, which is intended for single use and is prominently marked as such.

Event description:
"After near completion of procedure several pieces of green plastic were seen in patient. It had cracked and several pieces fell into patient. Two broke off in wound when port was removed." Patient is fine.